Event description:
It was reported by sales consultant: during an open reduction internal fixation (orif) surgery of the left humerus on (B)(6) 2013, the locking screws in two of the holes went through the plate. The screws were removed and cortical screws were placed instead. Prior to the event, the surgeon tried additional 3.5mm locking screw per hole and a 3.7mm cannulated locking screw before using the cortical screws. Surgery was prolonged at least an hour trying to retrieve the screws since the surgeon already had the plate secured and the screws already in the bone. The surgeon was able to remove the screws with a "condicle" extractor and a curved hemostat. It was reported there was no adverse effect to the patient. This report is for a 3.7mm cannulated locking screw 28mm. This is 6 of 6 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.